Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The blood glucose of the customer was 388 mg/dl and then climbed to 400 and then 500 mg/dl. The customer declined the troubleshooting for high blood glucose. The customer reported that the cannula was bent. The troubleshooting was performed for the bent cannula. The customer advised to change the infusion set. The device will not be returned for the analysis. Frn-mmt-332-rsvr, unomed set.